Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The depth gauge (p/n 319.006 lot 7430415) was returned and received at us cq. A visual inspection was performed. The measuring needle component (p/n 319.006.3) was observed to be completely broken off and missing. The broken off needle was not returned. No other issues were identified with the returned components of the device. The received device was manufactured by synthes jennersville and released to warehouse 7/18/13. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The complaint is confirmed for the received depth gauge (p/n 319.006 lot 7430415) as visual inspection showed the needle component completely broken off and missing. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part # 319.006. Synthes lot # 7430415. Supplier lot # na. Release to warehouse date: 18 jul 2013. Manufactured by synthes jennersville. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production.

Manufacturer narrative:
(B)(6). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the sterilization process, the depth gauge broke. On (B)(6) 2019, the depth gauge was used in the care prior to sterilization and there was no allegation during the case. There was no patient involvement. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).